Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy but had not sought further help.

Event description:
It was reported that the patient never had therapeutic effect. The patient had met with a manufacturer representative (rep) and was told that he may have had scar tissue in place and to give it time for the therapy to work. The patient had not talked to anyone after that appointment about the device not working and wanted the therapy removed. It was noted that the patient did not have a managing physician. Follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015- crts (B)(4) (con): it was reported that the patient never had therapeutic effect. The patient had met with a manufacturer representative (rep) and was told that he may have had scar tissue in place and to give it time for the therapy to work. The patient had not talked to anyone after that appointment about the device not working and wanted the therapy removed. It was noted that the patient did not have a managing physician. Follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received. (B)(6) 2015: patlr (con): additional information received reported that the patient still had concerns regarding the device or therapy but had not sought further help. On (B)(6) 2015 vm, telph (hcp): additional information received reported that the healthcare provider (hcp) did not get a complete fax and were not sure what this was. The hcp stated that they got 2 of 5 pages and asked to refax the rest of it or call them back to let them know. The hcp was contacted later to inform them that the fax was resent and information was provided over the phone. The hcp stated that the patient came in for an appointment because he wanted the device removed and the physician encouraged him to have another device implanted. The insurance company denied the replacement and the patient does not have enough money for the pain medication and the office visits to see the physician. This was why that patient had not been in. The insurance company said that since he hasn't used the stimulation in so long, he didn't need it. The doctor was going to talk with the insurance company personally to try and get approval for the patient to receive a replacement device. This was all the information that they had at this time.

Manufacturer narrative:
Concomitant products: product ID 399930, lot # v520456, implanted: (B)(6) 2010, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).